Event description:
As reported by australia, it was a case of an implant of a 23mm sapien 3 ultra valve in aortic position by transfemoral approach. No resistance was noted during the advancement of the delivery system through the esheath. During valve deployment, the balloon inflated from the aortic side first. After the valve implantation, there were no issues during the withdrawal of the devices and no damage was observed in the esheath after the removal. The patient did not suffer any injury and was noted as to be stable and discharged.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, e1 initial reporter first and last name and telephone number, g3, g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. An imaging evaluation was performed as procedural video was provided, and the following was observed: the thv was across the annulus with middle marker adequately positioned. There was non-coaxial placement of the valve in respect with the base of cusps before inflation. The thv opens asymmetrically, outflow side first, followed approximately 3 seconds later by the inflow side. The final position was stable ~80:20 and well expanded. The complaint for inflation difficulty was confirmed based on provided procedural imagery. However, as the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "during valve deployment, the balloon inflated asymmetrically, first from the aortic side. After the valve implantation, there were no issues during the withdrawal of the devices and no damage was observed in the esheath after the removal." Fluoroscopic imagery indicated that the valve was initially deployed asymmetrically, with expansion occurring only on the proximal side. However, it was eventually able to fully deploy. While there was no evidence indicating that a manufacturing non-conformance contributed to the complaint, investigation shows that the reported event may be related to device interactions caused by a potential circumferential tear at the sheath distal tip. This tear could lodge onto the distal end of the valve, preventing it from deploying evenly. During follow-up, the field responded that there was no damage at the sheath distal tip upon removal. However, since a circumferential tear is less visually obvious compared to a partial tear and there is no physical evidence (e.g., device, imagery) to confirm the response, edwards retained device interactions as suggested above as a possible factor. To further investigate and assess the potential risk associated with the issue, a product risk assessment and CAPA has been initiated. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.